Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported poor communication with their patient programmer with and without the antenna. A new programmer was sent to the patient. It was reported on 2016-aug-22 that the new patient programmer resolved the issue with poor communication. After the patient confirmed good communication, they reported that they never had a good program. They stated that their implant never worked right. They go to the bathroom and have a pad on. Therapy was and set at 4.0v. It was recommended that the patient follow up with their healthcare provider (hcp) to have programs checked. The implantable neurostimulator (ins) was indicated for fecal incontinence/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.